Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) (B)(4) alleging the patient¿s one touch ultra 2 meter was displaying an ¿error 1¿ message. Per the owner¿s booklet, an error 1 appears when there is an issue with the meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. The reporter stated that the alleged issue began at an unspecified time on (B)(6) 2014. The patient manages her diabetes with oral medication (daonil, 5 mg) and insulin (unknown type and dosage) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. On (B)(6) 2014 between ¿8:00-10:00 a. M.¿ the reporter stated that the patient developed symptoms of ¿raised blood glucose, anxiety, and stress¿. At 1:00 p. M. That same day, the patient received oral medication (unknown type and dosage) from a health care professional (hcp) in response to the symptoms. The reporter confirmed that the patient began to feel better about ¿1/2-1 hour¿ afterwards. At the time of troubleshooting, the csr documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.